Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g4: 510k#. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the light guide bundle of the insertion section was broken. And therefore, the light transmission was not given or too low. And the combined charging unit (ccu) plug of the video cable section was damaged. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure and cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope's endoeye optics showed no image. The issue was found, during preparation for use. For an unknown procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's endoeye optics showed no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information; however, no response received from customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.